Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 on bd veritor ¿ at-home covid-19 test, discrepant results from the same test cartridge were produced. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "it was reported that the customer received discrepant results while using the test kit. When scanning for the results, he scanned the stick upside down and he got an answer and wondered if it would be correct. The next day he did the test again and did it correctly and got the opposite answer. Was there any report of adverse medical impact? If so what? None."

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿customer received discrepant results¿ from the bd veritor at home covid-19 tests (material # 256094), batch number 1287517. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do.

Event description:
It was reported while testing for sars cov-2 on bd veritor ¿ at-home covid-19 test, discrepant results from the same test cartridge were produced. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "it was reported that the customer received discrepant results while using the test kit. When scanning for the results, he scanned the stick upside down and he got an answer and wondered if it would be correct. The next day he did the test again and did it correctly and got the opposite answer. Was there any report of adverse medical impact? If so what? None."